Manufacturer narrative:
A failure investigation was completed, and the failure investigation report is attatched hereto. The root cause of the reported "hissing" noise and perceived excessive pressure gauge needle deflection was the increased venting of the left drive pressure regulator. Venting of the regulator is normal, but may have been perceived as excessive because of the specific operating conditions present at the time - use of reserve air pressure at 35 psi, lower than typical pilot pressure of 5.5 psi, and the high air flow usage based on the console settings - resulted in the need for the regulator to vent more air than is typically vented. The regulator performed as intended. During the investigation for this complaint, it was observed that the console test results for left flow were beyond the acceptable values. Adjustment of pilot pressure did not resolve the issue. The investigation revealed that excess manufacturing material from the supplier was present in the air piloted valve, causing the observed left flow issue. Upon cleaning of the component pursuant to the approved procedures, the issue was resolved and the console passed the console checkout performance test. This alleged failure mode poses no risk to the pt, because the css console operated as intended and provided the necessary flow and pressure to maintain cardiac output under the set operating conditions. Syncardia has completed its assessment and evaluation of this complaint and is closing this file. See scanned table.

Event description:
Customer reported that periodic hissing was heard from the controller on a css console while supporting a pt, accompanied by a greater than usual swing in the left drive pressure gauge. The pt's outputs were not affected. The pt was switched to the backup console. There was no pt impact. The console was returned to syncardia for evaluation, and the results of the evaluation are set forth.